Manufacturer narrative:
The zoll catheter was not returned to zoll for investigation. The quattro catheter was disposed by the customer. Therefore, a physical investigation cannot be performed. The returned quattro catheter investigation under the following referenced MFR reports: MFR 3010617000-2017-00675 - ccr 32156. Corrections: lot # was updated to 73726. Device available for evaluation?: updated to no. Device evaluated by MFR: updated to not returned to manufacturer.

Manufacturer narrative:
The zoll catheter was returned to zoll on (B)(6) 2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Referenced MFR reports: MFR 3010617000-2017-00675 - (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and underwent treatment for therapeutic hypothermia. A zoll quattro catheter was inserted into the femoral vein. The customer reported about two quattro catheters. The exact issue with both catheters were not reported. Customer did not know any further information at this time. No known patient consequences reported.